Manufacturer narrative:
(B)(4). Technical service engineer troubleshot this issue with the customer over the phone. The tse recommended replacement of the exhalation flow sensor if contamination was suspected. The customer acknowledged the recommendations provided and stated they would call back if further assistance was required. Covidien was not authorized to service the device.

Event description:
It was reported that, a patient passed away during the use of an 840 ventilator. The reporter stated, ¿the patient passed away due to other reasons not related to the ventilator¿. The customer reported that after removing the device from use they noted that the expiratory filter was full of mucous and also observed fluid dripping from within the exhalation compartment. There is no product returning for investigation.